Event description:
It was reported that a user experienced temporary lack of glucose readings from a newly inserted dexcom g7 continuous glucose monitor (cgm) on the ilet bionic pancreas pump while readings were visible in the dexcom app; the ilet began displaying values without further intervention. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no need for medical care. User support included remote troubleshooting and education on sensor pairing and connectivity. Investigation of this case revealed transient communication interruption between the cgm and the ilet with no device damage or malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss related to communication or pairing that resolved.